Event description:
A report was received that a pt was experiencing pain, bruising and redness around her pocket site. It was determined that the pt's ipg was pushing out of the incision site. The physician recommended a pocket revision but the pt is choosing to be explanted.